Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a gi bleed that increased in severity. The pt also made a do not resuscitate (dnr) order. The pump support was withdrawn when the pt's bp was 30/10. The pt was on a morphine drip. The pt expired and the devices were disposed of with the body.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported gi bleeding, and a correlation to the device could not conclusively be determined. However the device¿s approved labeling outlines how to control bleeding. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the customer stated that the pvads were functioning at the time of the event and the death was not device related.

Manufacturer narrative:
The device will not be returning for eval, as the device was disposed of with the body. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.